Event description:
It was reported that a user contacted support to ask how long the device would operate in bg run mode, and the user did not understand that automated dosing had stopped and believed the system could function using only finger-stick entries; the agent provided education that a new continuous glucose monitor (cgm) sensor would be required for automated operation. No adverse clinical effects and no impact to blood glucose. Outcomes included successful user education with restoration of appropriate understanding of required cgm use. Investigation included customer interview and troubleshooting with education on operating modes and cgm requirements. Investigation of this case revealed user misunderstanding of device operation when cgm data are unavailable, with the device functioning as designed in bg run mode without automated dosing. It was concluded, based on previously established findings for similar reports, that the cause was user misunderstanding and use error.